Event description:
It was reported that an insulin cartridge for the ilet was observed leaking; the user experienced hyperglycemia around 325 mg/dl and later replaced the cartridge successfully after guidance on proper installation steps, including not prefilling cartridges, fully completing the rewind, and connecting the adapter only within the device. Symptoms included hyperglycemia without ketones. Outcomes included correction after cartridge replacement with subsequent good blood glucose levels and no medical intervention or hospitalization. Investigation included collection of the returned product for evaluation and user education on correct cartridge handling. Investigation of this case revealed a probable use-related issue consistent with improper cartridge preparation or installation that can lead to leakage, with subsequent successful use after corrective handling. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.